Manufacturer narrative:
On 27-feb-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath had a rough shaft. It was reported that the transition from the dilator to the sheath on the vizigo sheath would not allow the sheath to be inserted. The sheath was replaced, and the procedure was continued and subsequently completed. There were no patient consequence. Physician described difficulty advancing sheath while advancing at the groin level. After removal, on exam there appears to be some irregularity where the tip of sheath where meets inner dilator. Sheath unable to be advanced into patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath had a rough shaft. It was reported that the transition from the dilator to the sheath on the vizigo sheath would not allow the sheath to be inserted. The sheath was replaced, and the procedure was continued and subsequently completed. There were no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed, as the soft tip condition could be related to the difficulty introducing the sheath through the vasculature and to the reported event. It should be noted that product failure is multifactorial. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).